Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge ipg as recommended. As a result the patient's ipg failed to communicate with external devices. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified therapy was restored post operatively.

Event description:
Additional information obtained identified the patient underwent surgical intervention wherein the ipg was explanted and replaced.